Manufacturer narrative:
Per user guide states: ''do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge did not fit onto the pump. A cartridge change was performed resolving the issue. There was no reported impact to the customer's blood glucose level. Reportedly, the customer was using u-500 insulin. Tandem technical support advised the customer against using off label insulin with the pump.